Event description:
It was reported that the left ventricular (lv) lead dislodged and resulted in failure to capture. The lv lead was electrically abandoned in the patient and only the right ventricular (rv) lead was pacing. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.